Event description:
It was reported that the patient's pump is alarming and the screen reads no disposable, clamp tubing. The pump was stopped, but continues to alarm with residual medication volume of 35.0 ml. The patient denies any air in the tubing. The patient was instructed to turn the pump off, close a clamp on the tubing and remove the cassette. Bubbles were observed in the tubing that extends across the top of the cassette. The tubing was massaged and the cassette was tapped lightly on a firm surface. The cassette was reattached, the clamp opened and the pump started at which time the screen reads run, with residual volume of 35.0 ml. The administration rate was confirmed. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the investigation will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: correction: d4: model number: 6500.